Event description:
Bonanno catheter was inserted for drainage. On removal by doctor, catheter snapped leaving large percentage of catheter inside pt. Unable to retrieve from body cavity. Consultant informed. Clinical incident form completed. Health & safety officer informed. Nurse manager informed. Pt advised of situation. The company representative have today spoken with the charge nurse, who stated that the catheter was being used as a chest drain to drain the pleural cavity of a pt with lung cancer. The catheter remaining in the body was not removed. The pt subsequently discharged and referred to a thoracic surgeon. The catheter broke at a position at 1/2 inch above the guard and the external piece has been retained.